Event description:
The customer reports a broken plate. Re-fracture/plate fracture in case of plate osteosynthesis (B)(6) 2020. Adverse consequences reported by customer: refracture after 3 months; delayed bone healing. Details of replacement products used: revision surgery with stryker scn and synthes liss plate/cable cerclage on (B)(6) 2020.

Manufacturer narrative:
Correction to d9/h3. The reported event that distal lateral femur plate axsos 3 ti for left femur 14 hole / l310mm allegedly broke post-operative could be confirmed with the help of x-rays images received. The device was not returned for investigation but the images confirm the breakage occurred around the central region at the 6th hole from proximal side. Based on the provided medical records, the medical opinion was sought from an experienced independent medical expert which revealed the following; ¿ the reposition of the fracture is fine, the alignment of the fragments and the implants is well. The fracture has been treated well. The bmi may have been contributed to the breakage of the plate. One can not tell from an x-ray-however an 83 year old with hip prosthesis and knee implant is very likely to develop an osteopenic bone and likely to have an osteoporosis. A healing period of three months is not regarded as a delayed healing in an 83 year old patient with a femoral shaft fracture. The vitality and the potential to recover from a fracture depends on several factors including, the situation at the fracture site (here comminuted), location, preoperative situation, age, vascularity, metabolism. All of these factors would have been evaluated critical in this patient. The movement resulting from the long distance may have been a factor to contribute to a negative result. Knowing of the failure resulting from this fixation it would have been advisable to stabilize the fracture with a second plate an an anterior-posterior orientation. Potentially this would have reduced the load and could have prevented the failure.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the failure is predominantly patient factor and is also supported by the medical expert¿s opinion ¿the bmi may have been contributed to the breakage of the plate. An 83 year old with hip prosthesis and knee implant is very likely to develop an osteopenic bone and likely to have an osteoporosis. A healing period of three months is not regarded as a delayed healing in an 83 year old patient with a femoral shaft fracture. The vitality and the potential to recover from a fracture depends on several factors including, the situation at the fracture site (here comminuted), location, preoperative situation, age, vascularity, metabolism. All of these factors would have been evaluated critical in this patient.¿ rmf also states ¿influence factors for the required load reduction are: the type of fracture (e.g. Transverse fracture with sufficient bone support vs. Unstable comminuted fracture w/o sufficient bone contact), the localization of the fracture (e.g. Diaphysis vs. Metaphysis), the bone quality (e.g. Bone in younger patients vs. Osteoporosis) etc.¿. If the device is returned or any additional information is provided, the investigation will be reassessed. H3 other text : device was not returned.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reports a broken plate. Re-fracture/plate fracture in case of plate osteosynthesis (B)(6) 2020 adverse consequences reported by customer: refracture after 3 months; delayed bone healing. Details of replacement products used: revision surgery with stryker scn and synthes liss plate/cable cerclage on (B)(6) 2020.